Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room for syncope which may or may not be related to this device. The patient also had heart palpitations. The device was interrogated and nothing was found and no programming changes were made. To date, no additional adverse patient effects have been reported.